Event description:
The pt reported episodes of dizziness (exact dates not given). In some cases, the pt reportedly fell while experiencing this dizziness. The surgeon decided to schedule exploratory surgery. During surgery in 2002, the surgeon removed the positioner from the pt's cochlea. A post-operative CT scan was performed. The CT scan showed no air in the labyrinth and the soft tissue around the window was intact. The pt reports dizziness in 2002 revision surgery. The surgeon is continuing to monitor this pt.